Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report.

Event description:
The following were reported to hamilton medical ag: the release valve was defect, error code.

Manufacturer narrative:
Investigation outcome: it was reported on the provided complaint form "release valve defective, error code. Physical damages and pm parts required. Batteries need to be replaced due to age" and "shown in calibrations / visually". Device logs were not provided with this complaint. Attempts were made to request the logs and additional information. Hamilton medical inc. Sent the check valve assembly with obstruction valve (msp161192) to be replaced by the customer. There was no response after three requests for additional information if replacing it resolved the issue. The complaint may be reevaluated if additional information is received. Complaint is considered closed.